Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Its device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus france (ofr). Ofr sent the subject device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from all channels of the subject device. The testing result cleared the french guideline. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected in the sample collected from the subject device. [1st time; (B)(6) 2019] bacilles and unspescified microbes (44cfu/endoscope) [2nd time; (B)(6) 2019] burkholderia cepacia (>100cfu/endoscope) [3rd time; (B)(6) 2019] auxiliary channel: champignon filamenteux (1cfu/endoscope) and staphylocoques a coagulase negative (3cfu/endoscope); suction channel: staphylocoques a coagulase negative (3cfu/endoscope); instrument channel: champignon filamenteux (1cfu/endoscope) and staphylocoques a coagulase negative (3cfu/endoscope). The device had been manually reprocessed using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information which is the manufacturing date (h4) of the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.